Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had undergone an ablation procedure. After the procedure, the pacing could not be confirmed and it was switched to voo mode but the issue persisted. The patient would continue to be monitored. No additional information was reported.